Event description:
It was reported that during a starr procedure, the device only cut but did not suture the posterior wall. It was necessary to suture by hand. No adverse pt consequences.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.